Event description:
A surgery coordinator reported that five years following insertion of glaucoma shunt, it was repositioned in the eye. The reporter stated that a new trabeculectomy site was created and the shunt was moved from the original implantation site to another site in the eye. The fellow eye¿s shunt has previously been reported under manufacturer report # 3003701944-2012-00004.

Manufacturer narrative:
Evaluation summary: the sample has not been received for evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to acceptance criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information was requested on 03/08/2012 by fax and mail. Additional information was received in a follow up phone call on 03/12/2012 and 03/14/2012. Medical records were received on 03/14/2012. A completed questionnaire has not been received. (B)(4).